Event description:
A caller reported an issue with the insulin gauge displaying a different amount than expected, with a fill estimate issue where the displayed value remained static. The recorded current fill estimate was 170 units. There was no adverse impact to the customer¿s blood glucose level. The customer was educated that such a display discrepancy might occur due to a large variance in measured pressures used to calculate remaining insulin. It was explained that once the actual amount of insulin aligns with the static number, the fill estimate will return to normal operation. The customer understood and acknowledged this explanation.